Event description:
The physician reports that a pt underwent uneventful cataract surgery with implantation of the crystalens in the left eye. One-day postoperatively the pt presented with endophthalmitis and decreased bcva. Pre-operatively, the pt's bcva was 20/70 and mrse was +3.00 - 0.75 x 115. In 2008, a culture was obtained, a vitrectomy was performed, the iol was removed, and an intravitreal injection of antibiotics was administered. The results of the culture and sensitivity showed fungal growth (fusarium). The pt underwent a corneal graft and as of 7 months later, the bcva was count fingers. Note: pt is aphakic. The source of the fungal infection is unk.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings that relate to the reported issue. Root cause: according to the physician, the root cause of the endophthalmitis is unk.